Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The jaw spring was disengaged from the jaws and was protruding out of the outer tube slots. The sample appears used as there is biological material present on the device. Reference file anp1900073674 for investigation photos. First, the trigger cycle was completed. Functional inspection could not be performed based on the condition of the returned sample. However, the sample was disassembled to inspect the internal components. The jaw spring was found bent. The bottom jaw was slightly bent and the channel pivot holes were deformed. The clips were also found to be slightly out of position in the channel. It is unlikely that the clip stacking caused the damages to the jaw spring and the bottom jaw. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Reference file anp1900073674 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "unit jamming" was confirmed based upon the sample received. The jaw spring was disengaged from the jaws and was protruding out of the outer tube slots. Functional inspection could not be performed based on the condition of the returned sample. The sample was disassembled and the jaw spring was found bent. The bottom jaw was slightly bent and the channel pivot holes were deformed. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that the device jammed and would not open.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1900045 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device jammed and would not open.